Event description:
It was reported that during use of the alta monitor, during a demo, the clearsight cuff was showing measurements 20 points lower than the arm cuff. There was no patient injury.

Manufacturer narrative:
Additional FDA product codes include: dsb, plethysmograph, impedance. Dxn, system, measurement, blood-pressure, non-invasive. Fll- thermometer, electronic, clinical. Mud, oximeter, tissue saturation. Qaq, adjunctive predictive cardiovascular indicator. Qms, adjunctive open loop fluid therapy recommender. Qnl, medium-term adjunctive predictive cardiovascular indicator. Dqk, computer, diagnostic, programmable. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.